Event description:
The device showed technical event:232056. The device also must have been dropped or something, as front housing was a little bit broken, back housing also, and filter/o2 cell cover was missing. When I opened the device, I also noticed that the connector for batt 1 on the driver board was a little bit crooked. I exchanged all those parts. I mistakenly changed also pressure sensor board instead of the filter pressure sensor board. But strangely the device did not show any faults wher starting it after the replacements. But then sudenly started to show this te again. Then I looked at the knowledgebase again and find out that the problem should be with filter pressure sensor board. I dismantled the filter pressure sensor board and cleaned the cable on both sides and assembled it back togeather. And from that time on the device worked perfectly, it went through al the preventive maintenance procedure without a problem. I left the new pressure sensor board inside, because the hospital already approved our proforma, so I will make the rga also for pressure sensor board.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the event was determined to be a defective filter pressure sensor board and/or a defective control board. In consequence (correction) the filter pressure sensor board and the control board were replaced. There was no patient or user harm reported.